Event description:
It was reported that during the implantable pulse generator (ipg) system upgrade procedure the physician had difficulty fixating the two attempted leads in the left atrium (la) but was successful with the third attempted lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the difficulties were due to leads rubbing against each other and causing dislodgement.